Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified artery. A 2.25 x 38 synergy was advanced but failed to cross the lesion. However, during procedure the device got kink. The device was removed from the patients body and the shaft break was noted. The procedure was completed with a promus premier stent. No patient serious injury or adverse event were reported. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and met specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break 150 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the inner and outer extrusion and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.